Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The nc trek rx coronary dilatation catheters (cdc), instruction for use states: if resistance is felt, determine the cause before proceeding. It is likely that the pull against resistance contributed to the reported separation. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported separation and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the saphenous vein graft to obtuse marginal artery. The 4.5 x 15 mm nc trek dilatation catheter was advanced for post-dilatation of a non-abbott stent. The balloon was inflated 1 time to 12 atmospheres (atm) for 33 seconds, deflated without issue and inflated a second time to 14 atm for 12 seconds. After the second inflation, the balloon could only be partially deflated. During device removal through the guide catheter, it became stuck. Force was applied and the nc trek shaft separated at a location outside the patient anatomy. Both segments were easily removed without additional intervention. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.